Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 36487 was returned and analyzed. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for two injections. The balloon catheter passed the performance test and electrical integrity test as per specification. Impedance was also within specification, however an inflation revealed a kink under the balloon segment at 1.173 inches proximal the tip. In conclusion, the balloon catheter failed the returned product inspection due to guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.